Event description:
A malfunction alarm, identified by code malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer understood the instructions to continue using the pump and to contact support if the issue reappears.